Manufacturer narrative:
Follow-up # 1 ¿ (12/19/2014). The patient¿s meter has been returned on 11/13/2014 and evaluated by lifescan product analysis on 12/8/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging his onetouch verio pro meter read inaccurately compared to another device. The complaint was classified based on additional information obtained by (B)(6) 2014. The patient reported that the alleged inaccuracy began at an unspecified time on (B)(6) 2014. On an unspecified date/time, the patient claimed he obtained a reading with the subject meter that was inaccurate compared to a reading from another device. The patient did not provide the actual readings obtained with the subject meter or on the other device. The patient manages his diabetes with insulin (novorapid, self-adjuster; lantus, 31 units at bedtime). At an unspecified date/time, the patient stated he went into his doctor¿s office for a routine appointment and his health care professional (hcp) increased his medication dosages to ¿novorapid- 10 units in the morning, 24 units at lunch, 24 units in the evening and lantus- 34 units at night¿. The patient denied developing any symptoms or receiving any medical treatment. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.